Event description:
It was reported that during use of the bd solomed¿ syringe with needle had a loose plunger making it unusable. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: the product came with the loose plunger of the retaining stopper, so it can not be used.

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were verified and maintenance record (602167028) was found potentially related to the occurrence. Evaluating the description and the sample provided by the customer it was possible to confirm premature activation of the stem. A possible cause for the reported incident is screwed onto the rod fisher disk for the rod / stopper assembly disk in the syringe assembly process which could lead to a weakening of the safety plunger. Adjustment was made on the side guide that was loose and fit into the blower nozzles. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe with needle had a loose plunger making it unusable. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the product came with the loose plunger of the retaining stopper, so it can not be used.